Event description:
It was reported to philips healthcare that the device gave false ECG rhythms as there was artifact throughout the waveform. There was no negative pt impact.

Manufacturer narrative:
(B)(4).